Manufacturer narrative:
. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon inserted a preloaded monofocal lens and noticed a scratch on it. The lens was subsequently removed during the same procedure, which did not require an enlarged incision, sutures, or vitrectomy. There was a 15-minute delay in the procedure. The patient is doing well. No further information is available.